Event description:
It was repored that the surgeon inserted an aq2010v silicone three-piece lens and one haptic tore off in the cartridge. The incision was enlarged to remove the lens and sutures were required to close the wound.